Event description:
It was reported that during set up prior to a surgical procedure at the healthcare facility, a small metal part on the essex handpiece was broken off where the cord is inserted into the handpiece, exposing bare wires on the cord. No patient involvement, nondelay, no adverse consequences or medical intervention were reported.

Event description:
It was reported that during set up prior to a surgical procedure at the healthcare facility, a small metal part on the essx handpiece was broken off where the cord is inserted into the handpiece, exposing bare wires on the cord. No patient involvement, no delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, it was confirmed that the cord was damaged at the back cap assembly.